Manufacturer narrative:
Analysis: the aus 800 device was visually inspected. There was a leak in one cuff that appears to be the result of wear at a fold. The other cuff performed within specifications. The pump and balloon were not functionally tested due to the cuff leak. Cuff: model- 720157-01, lot sn- (B)(4), mfg date- 10/16/2013, exp date- 01/25/2014, gtin- (B)(4). Pump: model- 72404127, lot sn- (B)(4), mfg date- 07/01/2013, exp date- 06/14/2014, gtin- (B)(4). Balloon: model- 72400024, lot sn- (B)(4), mfg date- 07/08/2013, exp date- 06/20/2018, gtin- (B)(4).

Event description:
It was reported the patient had his aus removed and replaced due to fluid loss: "hole in cuff". No patient complications were reported in relation to this event. It was further reported that the patient had a "uneventful post op course" and was prescribed post op pain medication upon discharge. This report was originally submitted via asr. (B)(4), e1997037.